Event description:
Company rep was present during surgery. Surgeon had difficulty getting locking collar down. On (B)(6) 2013 there notification that a revision surgery was to occur because of possible pedicle breach. Pt was complaining of numbness and pain. After revision, it was noted that pedicle was not breached, but fractured.